Event description:
The device was retrieved to use on a patient involved in a car crash. However, when the user went to use it, the device would not turn on. The next day a staff member confirmed the battery was drained and when a new battery was installed, the device passed a self-test.